Event description:
It was reported that the patient received several inappropriate shocks, and the right ventricular (rv) lead exhibited both oversensing and low sensing, and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured, the defib conductor was distorted, and blood/body fluid was present on all conductors (not obstructed). The outer tubing was kinked/buckled, and the outer tubing overlay was melted and exhibited cosmetic environmental stress cracking. The outer insulation was torn, breached cut, and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism. The analyst noted that it was not possible to determine the anchoring sleeve fixation site.